Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the first level investigation unit, the inform meter was found to have signs of melting and/or burning. Pins 3 and 4 are missing and the area around these pins are melted and burnt. No adverse event reported. Requested return of suspect device and replacement was sent.